Event description:
It was reported the left ventricular lead was dislodged and there was no capture at maximum output. When the device pocket was opened the device was noted to be rotated and all leads lost slack suggesting twiddlers syndrome. The lead was removed and replaced. The device was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).